Event description:
Additional information was received that surgicallly intervention was performed and the device was successfully changed out to a competitor's device. The boston scientific field representative was not present for the case, and it is not known if the device will be returned. There were no adverse patient effects reported.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones from this device for approximately 2 weeks. Follow-up with the device following physician or clinic was recommended. Additional information was received from the field representative that upon evaluation a message that the voltage was too low for predicted remaining capacity was noted. A memory dump and save to disk was performed and analyzed. It was determined that there was an extra current drain on the battery, and that the battery status indicator was not reflecting the depletion and was not accurate. It was estimated the device had enough capacity reserve to maintain normal function for twenty-eight days, and change-out was recommended. The information was reviewed with the physician and a replacement procedure has been scheduled for the near future. At this time, the device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.